Manufacturer narrative:
The product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. The root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the lens rotated from 90 degrees from 147 degrees. Surgical revision was performed six weeks following the initial implant procedure and the iol was rotated back to 147 degrees. The iol rotated again, so the lens was exchanged one month later for another lens model and power. The physician believes the patient may have an anatomical issue, but is not sure. Additional information has been requested.